Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to her physician office due to high blood glucose of 370 mg/dl. Caller stated that the customer was intermittently using the insulin pump due to alarms. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.